Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of nasal congestion, cold symptoms, acute upper respiratory tract infection, myalgia, arthralgia, lasik eye surgery, migraine with aura, miscarriage, parity 2, multi gravida and heavy periods. Previously administered products included: ibuprofen and albuterol hfa. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3649 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. The patient declines. A mirena intrauterine device. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2022: negative. [Human papilloma virus test] on (B)(6) 2022: negative. [Pathology test] on (B)(6) 2022: final diagnosis. Chronic cervicitis, focal squamous metaplasia, cervix proliferative endometrium with focal adenomyosis bilateral fimbriated fallopian tubes. Total hysterectomy with bilateral oviducts.gross description: in formalin "uterus and tubes" 128 gram, 9 x 7 x 3.5 cm pear shaped uterus with intact bilateral fimbriated tubes, both diffusely dark red, both show delicate fimbria and numerous mostly small simple cysts (on sectioning both contain luminal wires connected to endometrial cavity), serosa shows some parametrial hemorrhagic adhesions, but is relatively smooth; no mass/exudate/perforation. Patulous cervix, 36 x 2 5 cm shows a gaping hemorrhagic os with apparent polyp slightly protruding the transformation zone is irregular and hemorrhagic. [Smear test] on (B)(6) 022: negative. [Ultrasound scan] on (B)(6) 2022: patient had a pelvic. Ultrasound that showed uterus to be 10x 3.5 x 5.6 om with a 6 mm fibroid in the fundus and the ovaries were normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter details added .medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3710 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.